Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in 5 pieces measuring 12.8, 2.7, 2.7, 5.4, and 15.5 cm respectively. An external insulation abrasion was found 12.6 to 12.8 cm from the connector pin breaching the re cable lumen consistent with friction to the device can. The re etfe cable coating was intact in this location. An external insulation abrasion was found 14.8 to 15.1 cm from the connector pin breaching the rv cable lumen consistent with friction to the device can. The rv cable was missing/not returned in this region. An internal insulation abrasion was found 2.3 to 3.4 cm from a reference point breaching the unknown cable lumen. The inner coil lumen was intact but both cable conductors were found abraded. Internal insulation abrasion was found 9.3 to 10.3 cm from the reference point breaching the unknown cable lumen. Both cable conductors were intact in this location. External insulation abrasion was found 14.9 to 15.0 cm from the reference point breaching the unknown cable lumen consistent with friction to another device or feature of the patient anatomy. The etfe cable coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.